Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms one day post implant. Additionally, rv loss of capture (loc) at maximum outputs and high out of range shock impedance measurements greater than 125 ohms were observed. Boston scientific technical services (ts) discussed verifying the lead to device header connections. An invasive procedure was performed. The leads were removed from the device header and then reconnected and impedance measurements and capture was noted to be appropriate. No additional adverse patient effects were reported. This product remains implanted and in service.